Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. Share log review was performed and no was data found. A review of the bin file showed a loss of connection in the log however the loss of connection is within expected performance. The allegation was not confirmed via product. The probable cause could not be determined. No injury or medical intervention was reported.